Event description:
It was reported that during a thrombectomy on the m2 segment of the left medial artery, the catheter was torn off at the proximal end during the first pass. The catheter was able to be removed from the patient¿s body completely. The procedure was completed using a new catheter. The patient was reported to be ¿doing well¿ and that this event caused no injury.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
Summary device evaluation: the catheter was received in three sections. Upon visual inspection, it was found that all separated ends were flattened/kinked suggesting that the catheter was cut at these sections. Additional kinks and occlusion found during inspection suggest that the catheter had to be taken off by cutting it which resulted in three sections of the catheter. The physical evaluation of the device could not identify the conditions or circumstances that led to the catheter being pulled off by cutting it, but the additional damage found is consistent with the device experiencing forces over specification.